Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and can connection status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and can connection status) was due to the latches on the trunk cable connector being bent, creating an insecure connection with the monitor. The root cause for the damaged connector was unable to be identified. There was no adverse event that resulted from the damaged belt.